Manufacturer narrative:
D4: primary di number is unknown. B3: unknown; no information has been provided to date. G4: FDA premarket submission number is unknown. H3: one device was returned for repair. No issues were found in the event history log. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found a bent part in the ac connector. Functional test found that it was harder than normal to slide the ac adaptor into the ac connector. Pump was tested for accuracy 3 times and passed all 3 tests. The primary complaint could not be replicated and therefore the cause of the reporter flow issue was not determined. The ac connector was replaced.

Event description:
It was reported that the flow rate was too high. There was unknown patient involvement.